Event description:
It was reported by the sales rep from israel that during a shoulder acromioplasty surgical procedure on an unknown date the vapr clplse90 electrode w hand cntrls device electrode disassembled during a rcr procedure. There were no adverse patient consequences reported. The date of event was unknown but was known to have occurred in 2024. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that device was received in its original packaging, vapr clplse electrode w hand cntrls has the plate detached from the tip. The tip of the electrode was found to have a dark foreign substance. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device has been returned in the original packaging. The active tip is detached from the device. The active tip was not returned. Residue was visible in suction tube. Neither electrical nor functional test could be performed due to the condition of the device. It can be seen in the photographs that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient joint space. A DHR review has been performed and no issues with the manufacturing process have been indicated which might explain the failures observed. The device was returned with the active tip detached. The suction tube has eroded at the juncture between itself and the active tip, causing the active tip to detach. Visual investigation of the reported device has concluded that the suction tube has been eroded resulting causing the active tip detachment. This failure is consistent with previous complaints under CAPA. The field concluding that the potential root causes as the weld bridge on active suction tube is not providing sufficient weld material and retention, mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. Due to misuse. Based on the evidence of the suction tube erosion, the root cause can be attributed to extended use - misuse. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review : a DHR review has been performed and no issues have been found with the manufacturing process which might explain the failures observed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection found that device has the plate detached from the tip. A functional test was unable to be performed based on the condition of the device. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.